Manufacturer narrative:
Unit had cracked and bleeding lcd glass. Unable to verify excessive no delivery alarm or any test due to lcd damage. Also unit had minor scratched lcd window, broken reservoir tube lip and missing endcap sticker.

Event description:
It was reported via phone call that the customer's insulin pump was dropped and the display is cracked. Excessive no delivery alarm was also reported. Customer reported blood glucose levels of 439 mg/dl. Treated with manual injection. Unable to troubleshoot. Advised insulin pump would be replaced.